Manufacturer narrative:
The ipg exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. The battery depleted its charge at a rate within the typical ipg battery depletion rate. It was reported that the ipg had turned sideways in the pocket and it resulted in the low charging current and the inability to fully charge the ipg.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. It was determined that the ipg had turned sideways in the pocket. The patient elected to have the ipg explanted rather than revised but the procedure has been cancelled at this time due to non device related medical issues.

Manufacturer narrative:
Additional information was received that the patient was explanted and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. It was determined that the ipg had turned sideways in the pocket. The patient elected to have the ipg explanted rather than revised but the procedure has been cancelled at this time due to non device related medical issues.

Event description:
A report was received that the patient was experiencing difficulty charging her ipg. It was determined that the ipg had turned sideways in the pocket. The patient elected to have the ipg explanted rather than revised but the procedure has been cancelled at this time due to non device related medical issues.